Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured before use. The device was filled with a solution of 8000mg of flucloxacillin in 0.9% sodium chloride at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. The root cause for ruptured reservoirs is currently being investigated under (B)(4). A batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported and confirmed problem. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.